Event description:
The customer reported the system intermittently locked up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty part could not be replaced. Therefore the customer cancelled further repairs on the system.